Manufacturer narrative:
Complaint searches determined that there is normal complaint activity for the likely cause lot 07261ui00. No customer returns were available. Using worldwide field data, the performance of reagent lot 07261ui00 was evaluated. The patient median result for the lot was comparable with all other lots in the field and within established limits. This evaluation confirms no systemic issue for the complaint lot. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed and sufficiently addresses the customers issue. Based on the available information, no product deficiency was identified with the lot 07261ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that false positive architect stat high sensitive troponin-I results were generated. Patient 1: sid (B)(6); (B)(6) 2019 result 123.3 pg/ml. (B)(6) 2019 results 188.0, 197.9, 186.5, 188.3, 188.3, and 157.0 pg/ml. Patient 2: sid (B)(6); (B)(6) 2019 results not available. Patient 3: sid and results from 2018 not available. Troponin-t testing was negative. All patients in question had no abnormalities regarding their health and were not taking any medications. No adverse impact to patient management was reported.